Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that 3 nights ago, the patient started having a shocking/burning pain in their hip. The patient stated they were not sure if it was from the implant or something else, but it had awakened them on the first night it happened and that it also happened during the day as well. The patient stated the pain was where the scar from their implant was on their right hip. The patient stated that they haven't fallen or twisted anything and that they called their health care provider (hcp) who had advised the patient to call the manufacturer company. Patient services was unable to troubleshoot on the call as the patient's communicator needed to be charged. The patient stated they saw the communicator was charging as the call ended and noted they would call patient services back when the communicator was charged to further address the issue. On (B)(6) 2022 , the patient called back and stated the communicator was charged. Patient services agent reviewed decreasing stimulation or turning therapy off. The patient decreased stimulation but stated they were unsure if it was any better since they did not feel stimulation all the time. The patient turned therapy off and will leave it for one day and follow-up with hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.